Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customers pump. The mother states that the device would not link to the computer. The mother states the device displays weak battery alarm, even after a new battery change. The customer's blood glucose level at the time of incident was 200mg/dl, but has risen to 345mg/dl. Troubleshoot was conducted, and the customer is being sent out replacement battery cap. The customer declined to troubleshoot for the high blood glucose level. The customer was advised to monitor the device and blood glucose levels, and to call back if issues arise.